Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced high blood glucose (bg) with a highest value of 346 mg/dl, following a high glucose alert and a brief dexcom g7 continuous glucose monitor (cgm) sensor error. The user, assisted by their father, completed a full supply change with a teflon infusion set, after which insulin delivery resumed. Blood glucose (bg) was corrected by performing a supply change and resuming ilet dosing. The user's reported symptoms during the event included headache and thirst. No medical intervention was required.